Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender snapped as they were removing the guide catheter at the end of the case. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need medical intervention.

Event description:
Additional information was received on 12jun2024: the procedure was a heart catheterization with radial access. The sheath broke at the hub. The procedure was completed the break happened when sheath was being removed. The patient's condition was stable at all times. The estimated blood loss was less than 250cc. The procedure was successfully completed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections a1, a2, a3a, a4, a5, a6, to provide additional information to section b5, to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6fr gss sheath was returned for assessment at terumo medical corporation. The sheath was subjected to visual analysis. It was pulled out from the hub and kinked 2.9 cm from the tip. The complaint can be confirmed for sheath separation based on the status of the returned device. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery, causing it to tear. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).